Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Imaging system failed the mechanical tests. Door would not open intermittently. Logs show open door failure at gantry controller. Replaced gantry motion controller. Uploaded firmware to all controllers, power switching bd and pendant. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the gantry motion control box could not confirm reported problem. Gantry box was installed in the imaging system and ran without any issues. No fault found. Hardware investigation of the rework gantry motion control box could not confirm reported problem. Gantry box was installed in the imaging system and ran without any issues. No fault found. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) from the site reported that the imaging system is making noise during movement. There was no patient present when this issue was identified. No further details regarding this issue were provided.